Event description:
Lead was removed from service because of an insulation break. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this insulation break was noted, the physician elected to replace all the leads with another trnasvenous defibrillation lead. Implanted 4/2/93. Out of service 8/15/96. Implant months 40.4.